Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no similar complaints reported in the lot. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgical coord reported that during a glaucoma filtration device implantation, the shunt did not inject and was tilted. The device was removed and replaced with a backup shunt in the same procedure. The surgical coord reported there was no pt harm or impact. Add'l info has been requested.